Manufacturer narrative:
H.6. Investigation summary: material #: 367856. Lot/batch #: 2109071. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A clear and colorless fluid substance was observed inside the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes customer found an unidentified liquid was found in one of the tubes. The following information was provided by the initial reporter. The customer stated: defect: unidentified liquid was found in one of the blood collection tubes quantity: 1 piece.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes customer found an unidentified liquid was found in one of the tubes. The following information was provided by the initial reporter. The customer stated: defect: unidentified liquid was found in one of the blood collection tubes quantity: 1 piece.